Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 21 july 2020 lot 1907539: (B)(4) items manufactured and released on 26-nov-2019. Expiration date: 2024-11-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any other similar reported event.

Event description:
The patient came in 1 month after the primary surgery reporting instability due to a subsided stem. The surgeon revised the stem, linear, and head. The surgery was completed successfully.